Event description:
The customer obtained imprecise quality control results processed suing vitros amon slides on a vitros 350 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Pt samples were not processed while quality control was unacceptable. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise quality control results were obtained from both vitros and non-vitros control fluids. The customer performed routine system maintenance of cleaning the incubator evaporation caps, returning the vitros 350 to expected operation. Following the maintenance activity, acceptable vitros amon performance has been observed. The root cause of this event is instrument related.